Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However,the customer reported that they did troubleshooting and the vent passes without issues. However, while running the machine, the fan is working and it's still alarming and displaying the hw fault error message. The technical support advised that the fan needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the ltv 1200 experienced being pulled towards the MRI while a patient is being transported. The ventilation continued working but displayed hw fault error message. The customer confirmed there was no patient harm associated with the reported issue.